Manufacturer narrative:
The quantum heater cooler is currently in the process of being returned to spectrum medical where a physical investigation of the unit will be conducted. In addition to this there will be a review of the systems logs to determine the nature of the error. The investigation is intended to be completed by 2024-10-31.

Event description:
During setup, user primed the lines but channel 2 was not cooling. The lines were shaken and primed again but the unit still did not cool down. The user removed the machine from use and when they tried to plug the heater cooler unit into the charger they received a message on screen to contact service.